Manufacturer narrative:
The previously reported outcome attributed to the adverse event of "death" no longer applies. The previously reported patient codes no longer apply to the event. The type of reportable event has been updated to "malfunction." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated the patient had headaches and pain that were present prior to the pump that did not resolve with the pump. The hcp noted the patient had always been on monotherapy of morphine. The hcp noted that the pump and catheter had been checked several times and there were no issues. The hcp noted that the patient was severely depressed and they committed suicide. No further information was available. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly. Interrogation of the device determined it was used to infuse hydromorphone 5.0 mg/ml at 1.0757 mg/day. Device code (B)(4) was updated. Conclusion code was updated.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving morphine at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain. It was reported the patient passed away on (B)(6) 2016. The cause of death was suicide. It was thought the death was related to the device or therapy. The patient's family reported the patient was in a lot of pain before she passed and they don't know if the pain pump was working. The name of the physician caring for the patient at the time of her death was unknown. It was noted the patient passed away at home. An autopsy was being completed in (B)(6). It was unknown if the autopsy report was available at the time of this report. It was unknown if there were any events/procedures leading up to the patient's death. The patient's relevant medical history was unknown. Other non-pump medications the patient was taking at the time of the event was unknown. The device was to be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.